Event description:
Reporter stated the infusion device displayed an e8 error that could not be cleared by pressing the check button. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.